Event description:
Per information provided: on (B)(6) 2020 - patient was diagnosed with right and left inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mid (device 1 and 2). Per op notes, ¿a transverse infraumbilical incision was made in the left of the midline. The peritoneum was swept off of the lateral abdominal wall in the right side. An indirect hernia was identified and reduced. Similar dissection was made on the left side and an indirect hernia was identified. A 3dmax mid (device 1) was placed on the right inguinal and a 3dmax mid (device 2) was placed on the left inguinal and secured medially to cooper¿s with the tacking device. Infraumbilical fascia was closed with suture.¿ on (B)(6) 2021 - patient was diagnosed with abdominal pain and left recurrent inguinal hernias thereby underwent open repair with implant of synthetic mesh. Per op notes, ¿a recurrent left inguinal hernia lateral to the piece of mesh (device 2) was identified with incarceration of omentum. Adhesions to the midline and adhesions of the colon to the right groin were noted and lysed. Right colon was mobilized and adhesions off the previous mesh were lysed. The lateral aspect of the right sided mesh (device 1) was folded medially and no evidence of recurrence was noted. The mesh (device 1) was left in place. The colon was reduced. Adhesiolysis was performed to reduce the incarcerated omentum from the left inguinal space. The left sided mesh (device 2) appeared to have migrated caudally and medially and stuck to the vasculature and immediately adjacent to the bladder. A transverse incision was made over the left groin. The ilioinguinal nerve was identified and a portion was resected and both ends were ligated with sutures. A fat incarcerated within this recurrent indirect hernia and large cord lipoma was identified resected. A piece of synthetic mesh was placed in the floor of the inguinal canal and secured with suture.¿ on (B)(6) 2022 - patient was diagnosed with chronic abdominal pain thereby underwent open repair with excision of 3dmax mid (device 1). Per op notes, ¿adhesions of the colon to the right pelvis was noted and adhesiolysis was performed. The prior mesh (device 1) was noted to be folded over on itself. The 3dmax mid (device 1) was excised. Small eventration of the indirect hernia sac on the left containing omentum was noted. Omentum adherent to the left side was lysed. The left sided mesh (device 1) was left in situ and repaired primarily with suture. The opening of the small defect was closed with suture. On the right side, the defect was too large to close and no evidence of hernia was noted and it was not covered.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the 3dmax mid (device 2). An additional supplemental emdr was submitted to represent the 3dmax mid (device 1). Note, the manufacturing date (15-jul-2020) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.